Manufacturer narrative:
The company representative examined the system and confirmed the customer reported problem. The company representative replaced the host module, supervisor module, and auxiliary illuminator controller pcb (printed circuit board). The system was then tested and met product specifications. The replaced parts have been returned for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that numerous system messages were displayed and that there was a software failure. Several attempts have been made to gather additional information regarding pt impact, but none was provided.